Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2009. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2010 due to patient allegations of elevated metal levels, pain, inflammation and difficulty walking. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2009. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2010 due to patient allegations of elevated metal ion levels, pain, inflammation and difficulty walking. No further information has been provided to date. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2010 was due to acetabular cup loosening. The operative notes confirm that the acetabular cup, taper adapter and modular head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedure, which was unknown at the time of the initial medwatch. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-02315 / 02317).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-02315 / 02317).